Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 integrated main, the user was unable to log in user ID and password, but the error shown on non live at server. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident a technical support specialist tss stated that the customers device was unavailable and their account showed no active support contract and then the customer mentioned that the station was a backup pyxis unit used only for college training. Tss called the customer and assisted them to log in to the med4000 station customer was able to login. Then emailed guidance on adding users. Later the customer reported that they were still unable to use the machine but were continuing to work on it and the customer requested information about obtaining the application software because the original one was not functioning properly. Since their support agreement had expired and the med4000 is an end of life device tss notified the ae and the third party reseller medical shipments who would follow up with customer regarding upgrade options.